Manufacturer narrative:
The device was received for evaluation. The device underwent a flow rate accuracy test by infusing 25ml at 25ml/hour and the short, simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The investigation is currently ongoing, a final report will be submitted upon completion.

Event description:
It was reported that a novum iq large volume pump had the wrong dosage noted on the pump during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.